Event description:
The customer contact reported backflow. The primary tubing set was being used to deliver normal saline 250ml, at an unspecified rate, via a symbiq pump. At an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery an unspecified medication. At approx 1000, the customer contact reported that the nurse noted backflow of secondary solution into the primary tubing set. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the primary solution container was hung lower than the secondary solution container and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.